Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that they experienced a skin reaction on (B)(6) 2016. Patient has previously had reactions and went to the dermatologist on (B)(6) 2016. Patient was not advised on how to prevent reactions but was prescribed triamcinolone cream for treatment. No additional event or patient information was provided.